Event description:
It was reported that the patient underwent a posterior cervical fusion at c4-7. It was reported that the connector lock screw sheared off in the crosslink. The device was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.